Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of failure of the cage glenoid component. Possible contributing factors include but are not limited to incomplete or off-axis seating of the glenoid component at the time of implantation, patient conditions (i.e. Poor bone quality), and/or a post traumatic event. The root cause of the failure cannot be determined from the information provided because the cage glenoid was not provided for evaluation. Section h11: *the following sections have corrected information: (b5) describe event or problem: as reported, approximately 4 yrs postop the initial right tsa, this 63 y/o male patient¿s shoulder was revised. The cage had separated from the poly. He removed the head, replicator plate, screw, and the glenoid. Stem stayed. He grafted the glenoid and left it. He then replaced the plate and head, leaving it a hemi. No broken parts were left behind. Patient was last known to be in stable condition following the event. Devices will not be returning, rep was not able to retrieve them. (H6) component code: 4720, anchor.

Event description:
As reported, approximately 4 yrs postop the initial right tsa, this 63 y/o male patient¿s shoulder was revised. The cage had separated from the poly. He removed the head, replicator plate, screw, and the glenoid. Stem stayed. He grafted the glenoid and left it. He then replaced the plate and head, leaving it a hemi. No broken parts were left behind. Patient was last known to be in stable condition following the event. Devices will not be returning, rep was not able to retrieve them.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-10-15, 4895031 - equinoxe replicator plate 1.5mm o/s. 300-20-02, 4424373 - equinox square torque define screw drive kit. 310-02-47, 4070895 - equinoxe, humeral head tall, 47mm (beta).

Event description:
As reported, approximately 4 yrs postop the initial right tsa, this (B)(6) y/o male patient¿s shoulder was revised. The cage had separated from the poly. He removed the head, replicator plate, screw, and the glenoid. Stem stayed. He grafted the glenoid and left it. He then replaced the plate and head, leaving it a hemi. No broken parts were left behind. Patient was last known to be in stable condition following the event. Devices to be returned.